Event description:
It was reported that the procedure was to treat a 70% stenosed lesion in the moderately tortuous mid left anterior descending (lad) artery. The 3.5x28mm multi-link 8 stent delivery system (sds) was prepped with no issue or leak noted during preparation. The sds was advanced to the target lesion; however, the sds balloon ruptured during inflation at 14 atmospheres (atm). Although the sds balloon ruptured, the stent implant was successfully deployed; however, the sds met resistance with the deployed stent implant during withdrawal. There were no reported adverse patient effects, no reported clinically significant delay in the procedure, and the procedure was completed successfully. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.